Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings when compare to unspecified readings from a competitor brand device. As a result, customer experienced symptoms described as dizziness, "felt like they were punched in the back of the head," and reportedly felt like they were "floating," and couldn't see straight and was unable to self-treat. Customer was administered unspecified treatment from a third-party and was taken to the hospital. After obtaining a lab blood test result of 141 mg/dl and 145 mg/dl, the customer was diagnosed with hyperglycemia and treated with an IV and administered unspecified tests; however, no medication was provided. No further treatment was reported. There was no report of death or permanent injury associated with this event.